Manufacturer narrative:
One pressure wire x, wireless was returned for analysis. The results of the investigation concluded that the distal corewire had been fractured while the distal tip coil was stretched. The returned length of the corewire indicated there was no missing material from the distal corewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the radiopaque tip fractured and stretched is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fracture on the tip of the catheter.